Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, electrocautery was used and the pulse generator exhibited loss of output. The patient pulse was at thirty beats per minute. The device was explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.